Manufacturer narrative:
Siemens immediately initiated a device inspection upon notification of the adverse event. The system was evaluated by both a siemens service engineer as well as the hospital bio-medical engineer. It was concluded that the system was operating within specifications and no malfunction or damage to the system or coil was identified. The pt was wearing a gown during the exam and had breast implants. It is suspected that the pts breast may have come in contact with the shoulder coil during exam. Further investigation is ongoing. This report is being filed with the FDA on 11/26/2014.

Event description:
It was reported that a pt suffered a burn to the right breast during shoulder scan. The pt was female with breast implants, positioned head first, supine, using the large shoulder coil. Approximately 8 weeks after the initial exam, the pt reported a large area of redness which progressed to a deep sore with drainage to her physician. The wound is described as a 2 1/2 inch half-moon shaped burn.